Event description:
The user facility reported that the patient was seen in the cath lab for a heart cath with intervention via right groin access. A 6fr procedure sheath and a 6fr angio-seal were used. The patient was discharged on (B)(6) 2025. The patient followed up with their primary care physician (pcp) and cardiologist (not the interventionalist that preformed the cath). On (B)(6) 2025, the patient went to (B)(6) hospital. The patient presented this hospital emergency room (ER) with chest pain, and the x-ray showed a j wire in the chest. Vascular surgery removed wire. Additional information was received on 11may2025: operative report detail as follows: pre-operative diagnosis: retained foreign body swelling of right lower extremity coronary artery disease. Chronic systolic heart failure (cms/hcc) (hcc) foreign body in femoral artery (cms/hcc) (hcc). (B)(6). Operation: 1. Urgent exploration of right superficial femoral artery. 2. Removal of retained foreign body. 3. Open thrombectomy of the right superficial femoral artery. Risk-benefit analysis. Patient presented with sob who was noted to have retained foreign body from prior procedure. Prior to the procedure, the patient understood the risks of the operation, including myocardial infarction, bleeding, infection, stroke, and pneumonia. They demonstrated adequate understanding. Findings: 1. Successful removal of foreign body. 2. No residual wire on fluoroscopy. 3. Small thrombus removed from the proximal and distal sfa (B)(6) 2025, 2:26 pm, (B)(6). (B)(4). Dob: (B)(6) 1966. Complications: none specimens: wire blood loss: 10 cc. Anesthesia: moderate sedation + local. Procedural details: the patient was taken to the cath lab, placed in the supine position and administered satisfactory sedation. A timeout procedure was performed which confirmed the patient's name, medical record number, and procedure to be performed. The abdomen and bilateral groins were prepped and draped in the usual sterile manner. We located the wire on us in with distal end in the sfa. There was no clear exit point on the superficial femoral artery but wire was able to be located in the proximal sfa. A 4 cm longitudinal incision was made over the right sfa after lidocaine 20 ml injection to the tissue. Sfa was isolated and heparin 6000 unit was given. Fluoroscopy confirmed the wire was in the sfa where we have exposed and extend to the lsa. After clamping the proximal and distal sfa, horizontal arteriotomy was made. The wire was identified. We removed the wire. Complete removal was confirmed on fluoroscopy. 4fr fogarty was used for open thrombectomy. There was good back and forward flow. Small old clot was removed. The arteriotomy was closed using 6-0 prolene suture. Sponge, needle and instruments counts x2 were correct. Patient tolerated well and was transferred back to the recovery.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab charge nurse. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Four photos were provided, and a wire was identified on the provided images. However, the sample was not available for evaluation and could not be positively identified as the angio-seal guidewire. The sample was not available for evaluation. The complaint is confirmed. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 16jun2025: it is unknown if the wire was recovered because the facility removed the wire had not responded to the facility that placed the angio-seal device. It is also unknown if the reported wire was an angio-seal wire or a wire from another manufacturer because some stated it was an angio-seal wire, while others believed it to be a wire from another manufacturer.